Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for the pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with recurrent herniated disc. The investigator noted the event as moderate in intensity. The physician ordered an MRI which showed recurrent disc herniation. No other treatment was specified. It was reported continuing without treatment when the pt was last seen 8 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not specify a possible cause.